Event description:
The catheter migrated into the pt's body 47 days after placement. When the pt returned to the hosp after a sleepover, the catheter was missing. An x-ray examination revealed that the catheter had migrated into the pt's body, and it was removed percutaneously.

Manufacturer narrative:
The complaint of a catheter break and embolization is inconclusive due to the condition of the sample. Returned for eval is the distal section of catheter tubing. Microscopic examination of the proximal end of the catheter exhibits a dull veneer with sharp edges. These characteristics are evidence, the tubing had been severed by a sharp instrument such as a scissors. The proximal section that contains the two piece connector was not returned for eval. The tubing fracture that the complainant implies may have resulted from an improperly applied assembly, however, a conclusive determination of the specific mechanism of damage cannot be made without a thorough eval of the proximal section that was not returned. A chr of lot# resb0578 showed no other product complaints from this lot number.